Event description:
We were informed on (B)(6) 2020 that the patient's medtronic ipg was replaced for an unknown reason. The device is not manufactured by boston scientific. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).